Event description:
The pump was returned for investigation. Investigation revealed contamination under all keypad button contacts. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 the following findings: investigation revealed that the keypad cover was torn at the ok keypad button, exposing the button contact. The contrast keypad button was unresponsive. All other keypad buttons responded normally to button presses. The keypad cover was removed, and there was evidence of contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).